Event description:
Customer reported her adc blood glucose meter had been displaying a reading of 128 mg/dl for the past week. Customer further reported experiencing symptoms described as "felt weak and a cold sweat". Customer reported she self-treated with an unspecified pill and her doctor contacted the paramedics. Upon their arrival, paramedics treated the customer with unspecified medication via intravenous infusion and "sugar water". Customer was transported a local hospital, however, customer could not recall her diagnosis and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Three control solution tests were performed and the results in mg/dl were 311, 313 and 309. The meter was connected to a pc with a serial data cable and the glucose log was downloaded. Downloaded log was compared with the glucose history in the meter and incorrect data in memory was not observed. Did not observe the meter read 128 mg/dl all the time. The complaint was not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.